Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure where this generator was used, a patient burn occurred. The issue occurred during activation of auto-bipolar forceps that were connected to the generator. Unexpected tissue loss resulted, and a skin transplant was required. The degree of burn was unknown.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.